Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system ace 68 reperfusion catheter (ace68), and a guidewire. During the procedure, the 3maxc was advanced to the target location and used to perform aspiration. While withdrawing the 3maxc from the ace68, resistance was encountered and the 3maxc became stuck when the distal end of the 3maxc was approximately one millimeter outside of the ace68. The physician continued to retract the 3maxc over the guidewire and subsequently, the 3maxc broke in two pieces at the proximal end. Therefore, the ace68 containing the broken 3maxc was removed from the patient. It was also reported that the 3maxc was crushed and kinked near the location of the break at the proximal end. At this point, the procedure was successfully completed and no additional passes were required. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned 3maxc confirmed a fracture. Further evaluation revealed that the device was ovalized and stretched on both sides of the fracture. This type of damage may occur if the 3maxc is manipulated against resistance. The ovalization on the returned ace68 likely contributed to the resistance and the 3maxc becoming stuck during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.